Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 10th january 2011. On the 2nd july, the device failed th weekly auto self test due to low battery, the user would have been alerted with a 'warning low battery, device service required' prompt and a flashing red status led, confirming the reported fault. Experience has shown due to the length on installation and the expiry date of the returned pad-pak, it assumed the low battery fail detailed in report is due to a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.